Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. A double stop was performed. The phrenic nerve pacing was unable to be captured. The case was completed with radiofrequency. At the end of the case, the patient¿s pnp was not recovered. The patient's hospitalization was extended. Six days following the procedure, fluoroscopy showed that the patient is recovering and there was no permanent phrenic injury as a result of this procedure. No further patient complications have been reported as a result of this event.